Event description:
The user facility reported that the device was smoking during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.